Event description:
It was reported that the pt underwent a posterior spinal procedure. During the surgery, the screw extender assembly popped off of the screw while inside the patient. The inner sleeve popped through the outer sleeve. The outer sleeve broke and the pieces were retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the extender was returned for eval. Visual examination confirmed the lateral guiding flange is broken; the broken off portion is missing and not returned for analysis. The breakage is consistent with over-loading of the lateral guiding flange, possibly during the aggressive extender release techniques which may have contributed to the foregoing bent inner sleeves. A review of the device history records did not identify any applicable nonconformance to specification.